Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause, however, a stent jumped may be a result of, but is not limited to, pt's vessel geometry, the vessel diameter which could have been larger than the stent, when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment, positioning of the stent prior to deployment was not optimal. Furthermore, as per acculink instruction for use, stent deployment caution noted that prior to stent deployment, remove all slack from the delivery system. Based on available information, a definitive cause for the jumped stent could not be determined. A review of the device history record revealed no non-conformities associated with this lot.

Event description:
It was reported that during stent deployment in the left internal carotid artery, the stent jumped distal to the lesion, covering approx 5% of the target lesion. An xact stent was implanted to completely cover the lesion. There was no adverse pt sequela. Though requested, no additional information was provided.